Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/02/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The patient's mother stated that the sensor was worn for 3 days and once the sensor was removed itchiness, redness and pus were noticed. On (B)(6) 2016, the patient was taken to a regularly scheduled doctor visit and was prescribed hydrocortisone cream to treat the reaction. At the time of contact, the patient was in good condition. Additional event or patient information is not available. No product or data was provided for evaluation. The reported skin reaction was not confirmed. A root cause could not be determined.